Event description:
Customer's niece stated that her uncle couldn't get the meter to count down when he tried to test. She stated that it would just show numbers with a decimal. His doctor's meter gave a reading of 92 and his meter was 6.6. Customer services assisted the caller in setting the correct time, date, and units of measure (mg/dl). The customer did not have a check strip or control solution. Customer service was going to send both in order to finish troubleshooting the meter.